Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture and stent damage post deployment occurred. The target lesion was located in the descending artery. After a guide was placed, a 3.00 x 20 synergy¿ drug-eluting stent was implanted with good placement. However, after a 3x5 non-compliant balloon catheter was advanced for post-dilatation, an angiographic fracture and a proximal disruption of the stent were noticed. Intravascular ultrasound (ivus) was performed and the platform of the 3.00 x 20 synergy¿ stent was noticed to be totally unstructured. A non bsc stent was deployed and the procedure was completed. No further patient complications were reported and the patient's status was stable.